Manufacturer narrative:
The hill-rom technician found that the left ucm board bad causing bed to work without touching buttons. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left ucm board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed functions were operating without touching the buttons. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).